Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/05/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please clarify, which part of the device that was broken during this single procedure (the suture or the loop or both)? 2. Device return status/follow up?

Event description:
It was reported that a patient underwent a right hip reduction procedure on (B)(6) 2019 and the barbed suture was used. It was also reported that during the cx, the fixing tap was broken in the middle, the doctor decided to use it and because the wound was too long/large another one suture was used to close the entire wound. The procedure was completed successfully. There were no adverse patient consequences reported.